Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose level (bg) was over 500 (mg/dl) with moderate to high ketones. A manual injection and a bolus via the pump was delivered to address the elevated bg. The customer will consult with their health care provider to determine future insulin therapy method.